Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap gyn procedure. For the 2nd time the endobag falls of the introducer immediate after pushing the handle to deploy the bag. So the bag didn't deploy, but came loose from the introducer into the stomach. The bag was taken out with a clamp. Additional information received 03sep2018 by email from sales representative: the customer verified the lot number, and it was right. So they used an expired product. Exposure metal prongs: customer has no idea if this happened. They took the product back in the package the same way as it was taken out from the abdomen after the endobag fell off. Additional information received 27sep2018 by email from sales representative: please be informed that for this cer customer can¿t find the product anymore and therefore no product will be returned. Report number from nca: (B)(4). Patient status: no patient injury. Type of intervention- the bag was taken out with a clamp.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed- lap gyn procedure. For the 2nd time the endobag falls of the introducer immediate after pushing the handle to deploy the bag. So the bag didn't deploy, but came loose from the introducer into the stomach. The bag was taken out with a clamp. Patient status- no patient injury. Type of intervention- the bag was taken out with a clamp.